Event description:
The user reported that the roller clamp comes off the track and is not stopping the flow of fluid. The user stated that this was found while preparing the device for use. No harm or injury was reported. The user indicated to the sales representative this has happened more than once but was unable to provide specific clinical information or specific quantity defective. Therefore, this single form FDA 3500a report will be submitted for this complaint.

Manufacturer narrative:
Device evaluation: the suspect device is not expected to be returned for evaluation. The customer did not specify if this was the initial use of the device. A review of the device history record did not reveal any related exception documents. The complaint database was reviewed and found one similar complaint for this lot number. Based on similar complaints, the possible root cause of the reported failure could be attributed to a higher durometer tubing which may make the roller clamp difficult for some users to manipulate. A new roller clamp is currently being validated to address this issue.